Manufacturer narrative:
Investigation summary: lot/batch #: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. However, manufacturing and process inspection records of 410 lots of the product concerned (#367283) manufactured between april 2023 and march 2024 were reviewed, and no abnormalities which can lead to safety shield connection error and malfunction were found. Also, the release inspection records of the 410 lots have also been reviewed and nothing abnormal about the appearance or the breakaway force, sustaining force or security force of the safety shields was confirmed. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, it does not easily retract the needle and requires two hands to do so on one (1) device. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, it does not easily retract the needle and requires two hands to do so on one (1) device. No patient impact reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.4: the initial reporter notified the FDA on aug-2024. Medwatch report # (B)(4). The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.